Manufacturer narrative:
Physio-control evaluated the device and was unable to duplicate the reported failure. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Manufacturer narrative:
The initial medwatch report indicates: date of event - (B)(6) 2014. The initial medwatch report should indicate: date of event - (B)(6) 2014.

Event description:
The customer reported that during a patient event where the patient was only being monitored, their device reportedly lost power. The customer indicated that the patient was connected for a 12-lead ECG and after a couple minutes of monitoring the patient, the customer noticed that the device was no longer powered on. The customer reported that they reseated the batteries and powered the device back on to continue monitoring, and normal operation was observed throughout the remainder of the event. The patient did not suffer any adverse affects as a result of the reported failure.